Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue. The evaluation also noted the following: due to a cut on the connecting tube the scope failed the water leakage test, corrosion was found inside the control unit, the connecting tube and video cable are dented, the image guide protector boot is cut. There are scratches on the control unit, scope cover, switch box, and video cable. The video cable has discoloration and the up angulation is below standard value due to a worn angle wire. A device history review showed no issues that could have caused or contributed to the reported issue. A service history review of the device for the past year revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Based on the results of the investigation, a root cause cannot be identified. However, the potential cause of the malfunction may be cause by external factors. This issue is addressed in the instructions for use (IFU): - do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. - do not twist or bend the bending section with your hands. Equipment damage may result. - do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during preparation for use, the rhino-laryngo videoscope has defects of the bending section and insertion tube. The scheduled procedure was completed with a replacement device without delay. The device was returned to olympus for evaluation and during the evaluation, the following reportable malfunction was identified: the resin part of the image guide coil has fallen off. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.